Event description:
The customer reported that the 840 ventilator had a blank screen. No patient involvement reported. Multiple attempts have been made to try to obtain repair information but no response received from the customer. Covidien was not authorized to service the device.